Event description:
It was reported that during the use of the device for a cardiopulmonary bypass procedure, an "o2 sensor and blender disagree" occurred per data log review for MDR #1828100-2015-00433 and confirmed by the chief perfusionist (ccp). The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00433. The software data logs were received by the MFR on 05/05/2015 for further eval. Technical support determined from the data logs, the oxygen (o2) sensor was unstable. The filed service rep (fsr) installed a new o2 sensor as part of the preventive maintenance (pm) and completed a full inspection. The unit operated to MFR specs and was returned to clinical use. The suspect part was returned to the MFR for further eval. The ccp stated on (B)(6) 2015, "that they went through gases from wall to pump. No hissing/sound of gas flowmeter to a vaporizer to the oxygenator. We use a bpm and saw no difference in gas flow needed to oxygenate the pt. Lines were bright red prior to imitation of bypass (rapping provides the oxygenator check prior to going to cpb)".